Manufacturer narrative:
The eval lab found the auto zero stenoids to function as designed. The elab could not verify the alleged issue.

Event description:
The service report shows that the customer complained of a ventilator failing while on a pt. The ventilator was removed without pt injury. A co customer support engineer could not verify the reported condition, but found one of the auto-zero solenoids to be malfunctioning. The cse replaced the solenoid and the unit passed its performance test. The customer was requested to run the unit for another 48 hours before returning the ventilator to service. This report is not an admission by co that this device caused or contributed to the event alleged in this report.